Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Date of event: unknown. (B)(4). Original implant and explant date are unknown. Device is not expected to be returned for manufacturer review/investigation. Device history records review was conducted. The report indicates that the: manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 21.dec.2016 expiry date: 01.dec.2026. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 401.762 / l228006. Manufacturing location: (B)(4). Manufacturing date:12.dec.2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the devices had been implanted in surgery for the distal radius fracture . After the surgery, skin inflammation (redness) was found on non-implanted area. The patient took the metal-allergy test at the dermatology department and was diagnosed as metal allergy to titanium. Although the patient was wearing a stainless-steel watch, he had not suffered from such a metal allergy. Complaint involves (6) parts. This report is 6 of 6 for (B)(4).

Manufacturer narrative:
Radio button checked by mistake. Patient code rationale added: the patient is reported to have developed an allergic reaction to the titanium implants. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device product code: hwc additional product code: hrs. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the devices had been implanted in surgery for the distal radius fracture on (B)(6) 2017. Approximately one week after the implant surgery, skin inflammation (redness) was found on non-implanted area. The patient took the metal-allergy test at the dermatology department and was diagnosed as metal allergy to titanium. Although the patient was wearing a stainless-steel watch, she had not suffered from such a metal allergy. Complaint involves (6) parts.

Manufacturer narrative:
(B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.